Event description:
Pacemaker operating in v00 mode (asynchronous) at 100 beats per minute. (Stuck reed switch?) Unable to alter mode or rate by application of magnet or reprogramming. Seen during transtelephonic monitoring on 1/24/95. Confirmed in clinic 1/25/95.